Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested. A boston scientific technical services consultant identified atrial undersensing on stored pacemaker mediated tachycardia (pmt) episode. The patient was going to perform a patient-initiated interrogation (pii) for further data evaluation. No adverse patient effects were reported.